Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 3331 and 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. The reported device was received for evaluation. The reported medical condition of pain was not confirmed. Visual evaluation of the as returned product identified signs of wear, use and bone / tissue around the implant body. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Initial reporter¿s first name and email address are not provided / unknown. Additional 510(k) number is k013227.

Event description:
Doctor reports that the patient presented with pain and swelling around the tsv6b11 implant in tooth site # 15. Doctor removed the implant.